Event description:
Using baxa em2400 tpn compounder, technician pumped an IV bag that was supposed to be 0.9% sodium chloride but was actually sterile water with sodium chloride 2000meq/l to use as a base for chemotherapy. Pt had peripheral IV access, line was blown several times, pt ended up going to or for PICC line insertion. When making a new base solution to remake the chemotherapy bag, error was discovered by a different technician and pharmacist when checking concentration. Pt stay was extended by several days, required insertion of central access device, and treatment with anticoagulants to prevent dvt.